Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, thrombus, and high purge pressure has been completed. Insufficient product was returned for analysis. The pump returned was severed off at the catheter leaving the cannula and part of the catheter separate from the rest of the catheter and patient cable. High purge pressure: the severed pump was inspected and no biomaterial was observed in the purge gap or on the impeller. Clinical mentions high purge pressure event occurred after which tissue plasminogen activator (tpa) was added. Clinical mentions issue resolved after hours of administration. The logs show a gradual rise in purge pressure starting at 20:54 on (B)(6). The purge pressure rises for about 90 minutes before remaining elevated in the 1000s. The elevated purge pressure remains for about 2 hours before gradually decreasing to normal range. The root cause of the high purge pressure was most likely biomaterial as evidenced by the gradual rise in purge pressure and clinical mention of tpa resolution. Vascular damage - peripheral vessel: clinical reported during support, the patient had an embolization of a branch off the left iliac artery. The root cause of the vascular damage - peripheral vessel was not determined as limited clinical information was provided thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined d9 device returned to manufacturer date was inadvertently omitted on the initial manufacturer device report number 1220648-2024-23679. H3 was erroneously selected on the initial manufacturer device report number 1220648-2024-23679. H6 type of investigation code 4114 was erroneously entered on the initial manufacturer device report number 1220648-2024-23679. H10 narrative erroneously stated the device was not received for investigation on the initial manufacturer device report number 1220648-2024-23679.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: high pressure purge: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the experienced an embolization of a branch of the left iliac artery, causing a retroperitoneal bleed. Heparin was removed from the purge. In addition, high purge pressure was reported. Tissue plasma activator was administered, and the patient remained on impella support .